Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the male nurse of the hospital, that the clip for the k-wire broke.

Manufacturer narrative:
Referring to the product inquiry the clip for k-wire is the only reported device and thus considered the primary product. As the review of the device history records revealed no discrepancies, we exclude deviations in material and manufacturing. Further, the device was documented as faultless prior to distribution and as it had been in use for a long time (manufactured in 2004), we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The received clip for k-wire shows traces of long and frequent usage identified by the general appearance of the surfaces (an indication for a high number of sterilization cycles). One of the connection bridges, which connect the three main parts, is cracked. Thus, the clamping function is restricted. The shown crack due to fatigue of material is considered normal wear and tear after a high number of sterilization cycles within a life time of almost 12 years of intense use. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ (l24002000) instruct among others: ¿note: stryker osteosynthesis usually does not define the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. In case of failure, the instrument must be replaced and not be used.¿ based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather related to fatigue of material (normal wear and tear after almost 12 years of use). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the male nurse of the hospital, that the clip for the k-wire broke.